Manufacturer narrative:
Type of investigation not yet determined: acquiring information on state of unit. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit's battery is not charging. It is unknown the circumstances in which the event occurred, however there was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.